Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the patient¿s meter has been returned on 8/29/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 7:30am. Blood glucose result obtained with the subject meter and the other device were not specified; however, the results were obtained greater than 30 minutes of each other. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. The patient did not specify symptoms; however, at 7:50am that same morning, the patient was administered a glucagon injection as treatment. The patient obtained blood glucose results of ¿42 and 145 mg/dl¿ with another device, performed at unspecified times of each other. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.